Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's pocket revision [related manufacturer reference number: 1627487-2026-01691] imaging confirmed bilateral lead migration. As a result, both leads were repositioned during the procedure to resolve the issue.